Manufacturer narrative:
A search for non-conformance's associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported to have been implanted in the patient and not available for evaluation. The reported issue could not be confirmed. If the device or ancillary devices are received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported, the physician wanted to treat a media sidewall aneurysm on the left. The implantation of a web device was planned. After the accurate measurements a w5-3-2 was chosen. The web was placed inside the aneurysm in excellent position. The web did not detach. The physician pressed the button for four times. The web did not detach. He tried to advance the via 17 further more to mechanically support the detachment of the web. At this point the web dislocated to a suboptimal position. It rotated inside the aneurysm. A temporal branch seemed to be occluded by the web. For this reason a lvis evo 3.5/17 was implanted. The lvis evo covered the neck of the aneurysm and was able to push the shoulder of the web that the temporal branch was saved. At this point it was decided to stop the examination. No injuries caused by this issue. The patient is doing well.